Event description:
Rv lead (epicardially implanted) recorded multiple out of range above upper threshold low voltage impedance measurements. These instances began increasing in frequency and intermittent under sensing was noted. High voltage impedance was normal. The decision was made to replace the rv lead. However, because the entire ICD system was epicardial, a new dual chamber ICD system was implanted without issue. The old system was turned off and abandoned in the body.